Event description:
It was reported that the patient had no stimulation sensation. The patient's system was reportedly not working and went into "discharge mode" the day prior to the report. The reporter stated the patient charged "almost to full" the night before the report and could not get it to work on the day of the report. It was noted that the patient's battery would not come on and the patient was unable to turn stimulation on. Troubleshooting was limited as the patient did not have his equipment with him. It was later confirmed that the implantable neurostimulator (ins) was on, there was an ins on icon and the ins battery icon was at ½ full. The reporter stated the patient was on group a, program 1 at 8.8v and stated his upper limit was 9.0v. The reporter confirmed that he could increase the stimulation on program 1. On program 2, the patient was at 0.5v and could feel no stimulation when he increased to 5.0v. The patient even tried to move in different positions to see if he could feel the stimulation, but could not. It was noted that there was no known accident or incident related to the event. The patient thought the stimulation was due to his need to recharge. The patient had lost stimulation 4 days ago but had just recharged the day prior to the report. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 74001, lot# n227984, implanted: (B)(6) 2009, product type: adapter. Product ID: 3487a, lot# l47556, implanted: (B)(6) 1997, product type: lead. (B)(4).